Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
The nurse reported that an aquacel ag 15 x 15cm had adhered to a patient's lower leg and caused trauma and bleeding when it was soaked off and removed from the leg. It was reported that the dressing had been in use for approximately 2 days. No skin preparation was used prior to dressing. Reportedly, the wound was very wet, however became completely dry when compression bandaging was applied. The dressing was replaced with another brand.